Manufacturer narrative:
It was reported that the smart stent shaft was curved and couldn¿t be used. It is unknown how the procedure was completed, however, it was completed successfully. There was no reported patient injury. During a smart stent deployment, the physician did not verify the position of the outer shaft and the inner shaft. The inner shaft became curved and could not be used anymore. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was prepped according to the instruction for use (IFU) with no defects noted. The product was clinically used and will be returned for analysis. No other information was provided. A non-sterile smart 120/150, vascular 6mm x150mm was received for analysis inside a plastic bag. A kinked zone was located at 7 cm from the distal tip. Also noted was that the product had a fracture located at 31 cm from the proximal hub edge. Stent has already been deployed and was not received with the returned device. No other damages or anomalies was detected. A device history record (DHR) review of lot 17634683 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer ¿inner shaft- damaged in patient¿ was confirmed due to kinked and fracture condition found at the analyzed product. However, the exact cause of the damaged could not be conclusively determined during the analysis. Product analysis results do not suggest that this damage could be related to the manufacturing process. Handling/procedural process may contribute to the kinked and fractured condition found. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that the smart stent shaft was curved and couldn't be used. Additional information was received and during fal analysis, the device was kinked at the zone located at 7 cm from the distal tip and a fracture was located at 31 cm from the proximal hub edge. It was unknown how the procedure completed however, the procedure was completed successfully. There was no reported patient injury. During a smart stent deployment, the physician did not verify the position of the outer shaft and the inner shaft. So the inner shaft got curved and could not be used anymore. The target lesion was unknown. The patient's vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prepped according to the instruction for use (IFU) with no defects noted. The product was clinically used and will be returned for analysis. No other information was provided.